Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 250 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On march 23, 2023, the distributor reported the additional information: duplication testing was performed: the touch screen was functional and showed no malfunction. Pump functioned as intended. Based on additional information, this event does not meet MDR requirements as defined by 21 cfr 803.